Manufacturer narrative:
The insulin pump was received with the up arrow button unresponsive due to corroded keypad traces. No unexpected numbers ramping on their own noted. (B)(4).

Event description:
The customer's mother reported via phone call that the up button does not always respond and that the numbers on screen would sometimes ramp up. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.